Event description:
Event complications: unk - rpt'd 9/10/96; none from the event - rpt'd 10/11/96. Patient's current status: unk - rpt'd 9/10/96.

Manufacturer narrative:
Device label codes: 1738, 1738, and 1528. Under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the sourece of the balloon leak was a penetration of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.